Event description:
During a f/u appointment with a pt, the surgeon determined that the spiralock anchor broke, during the post-operative timeframe and lead to the failure of the rotator cuff repair. A revision rotator cuff repair procedure needed to be performed to complete the case. A similar case was also reported by the surgeon (see associated MDR 1221934-2006-00182).

Manufacturer narrative:
The product is not being returned and no lot numbers have been supplied, both of which preclude conducting either a physical eval or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. As such, we cannot determine what may have caused the user to experience the reported incident. However, this type of device failure has historically been attributed to the possiblity that the device was inserted in an off-axis alignment, which is cautioned against, or that the bone quality of the pt was hard, which is cautioned against in the IFU. This situation resulted in a second procedure being performed. As a result of surgical intervention, an MDR shall be filed to document this event. At this point in time, based on the vagary of the complaint and the absence of the complaint product and its' details, no further action is warranted. If however, more info is rec'd that is both pertinent and germane to this issue, that info will be evaluated and the conclusions will be reflected in a f/u report. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.